Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve and deployed however the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Another clip was implanted to stabilize the first clip and also to reduce the mr. The mr was reduced to 3. Another clip was implanted lateral to the detached clip. Mr was reduced to 1-2 with good patient outcome. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Catalog number changed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.